Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had increased spasticity. A catheter access port (cap) procedure was performed with unsuccessful aspiration from the cap. During a refill, there was a discrepancy between the remaining volume programmed (3ml) and the amount of volume that was returned (20ml). Logs were obtained from the pump with no noted pump stall. A pump replacement was scheduled for today (B)(6) 2021 but the procedure was cancelled and has not been rescheduled at this time. Plan is to replace the patient¿s pump, the issue was not resolved at the time of the report.